Event description:
Patient was receiving chemotherapy treatment at rate of 500ml/hr over 30 minutes. When IV pump went off after 30 minutes, pt had only received about less than 25% of drug. Clamps were verified to be unclamped during the duration of the infusion. Chemotherapy was then restarted in a different IV pump at same rate, where patient received the remainder of the dose over 30 minutes. Faulty IV pump was removed from service. Biomed was contacted and made aware of issue. Biomed picked up pump. Charge rn and pharmacist made aware of issue while situation was ongoing. Per clinical engineering, this is being sent back to baxter as there is nothing in the logs to explain the failure to infuse the desired amount. Unable to attach log to this report, will send separately via email. Baxter already has log in their possession. Manufacturer response for IV infusion pump, spectrum iq (per site reporter). Sent them the logs and our interpretation working closely with them.